Event description:
Boston scientific crm received information that a pneumothorax occurred during the implant of this cardiac resynchronization therapy defibrillator (crt-d). The physician elected to place a chest tube, which resolved the pneumothorax. The patient remains in stable condition.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific crm received information that a pneumothorax occurred during the implant of this cardiac resynchronization therapy defibrillator (crt-d). The physician elected to place a chest tube, which resolved the pneumothorax. The patient remains in stable condition.